Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-04360 and MDR ID# 2134265-2013-04361. It was reported that during an intravascular ultrasound (ivus) procedure, the sled would not mechanically pullback. During an ivus procedure, it was noted that the sled of the ilab imaging system would not mechanically pullback. The procedure was completed with manual pullback. There were no reported complications and the patient status post procedure was listed as stable.

Event description:
Same case as MDR ID# 2134265-2013-04360 and MDR ID# 2134265-2013-04361. It was reported that during an intravascular ultrasound (ivus) procedure, the sled would not mechanically pullback. During an ivus procedure, it was noted that the sled of the ilab imaging system would not mechanically pullback. The procedure was completed with manual pullback. There were no reported complications and the patient status post procedure was listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device (sled) was returned for evaluation. All investigation procedures and testing, including decontamination, were performed. The returned pullback sled appears normal and no damage was observed. During functional testing using a test catheter, the sled works properly and was able to properly pull back. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).